Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material on the light guide cover lens. There were no reports of patient involvement. This report captures the reportable malfunction observed during olympus¿ device evaluation.

Manufacturer narrative:
It has been over 4 years since the subject device was manufactured. The device was returned for evaluation when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.